Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (abdomen), the patient reported that it appeared that the needle was "poking out" of the cannula," indicating the needle did not retract back into the pod as intended. As treatment, a new pod was placed.